Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the use of endo therapy accessories or cleaning tools that are not listed as applicable in the instructions for use (IFU), as the biopsy channel was clogged by the disposable cap that was used by the user. It was noted as a non-olympus product. The suggested event is detectable by handling device in accordance with the following IFU: operation manual includes the detection method in chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a disposable cap was stuck inside the channel of the evis exera ii gastrointestinal videoscope. The issue occurred after a procedure. The customer did not report the origin of the cap and it was unknown if the cap was inserted during the procedure. The cap was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign material exiting the suction cylinder. A dark plastic foreign material came out from the suction cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders were discolored, the grip was shaved, water tightness was lost due to a pinhole on the bending section cover, the tube cleaning brush could not be inserted due to clogging of the instrument channel, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the light guide lens was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.